Manufacturer narrative:
The reported viperwire guide wire was received at csi for analysis. The viperwire was fractured, and the spring tip section was not returned. Scanning electron microscopy (sem) analysis revealed damage at the proximal solder bond and evidence of tensile failure at the fracture site. Although the exact root cause was unable to be determined, the damage observed is consistent with the reported details that the viperwire was pulled. At the conclusion of the device analysis, the reported fracture was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
Following orbital atherectomy and balloon angioplasty for a cto lesion with severe calcium in the anterior tibial artery, the viperwire guide wire was unable to be removed. A microcatheter was inserted proximal to the spring tip, the viperwire was pulled, and the spring tip fractured. An unsuccessful attempt was made to snare the fragment, and the spring tip remained in vivo. Following the procedure, the patient was doing well with good pedal pulses.

Manufacturer narrative:
Csi ID#: (B)(4).

Event description:
Following orbital atherectomy and balloon angioplasty for a cto lesion with severe calcium in the anterior tibial artery, the viperwire guide wire was unable to be removed. A microcatheter was inserted proximal to the spring tip, the viperwire was pulled, and the spring tip fractured. The guide wire seemed to be caught in calcium. No attempt was made to remove the wire as the patient had strong pulses in the dorsalis pedis. Following the procedure, the patient was doing well with good pedal pulses.